Event description:
It was reported that the patient had lost programs on his stimulator. The patient reported that his programs usually change the settings automatically but that was no longer working. The issue began the day prior. It was unclear if the adaptive stim function was actually turned on. The patient was redirected to their physician. Additional information regarding the event, troubleshooting and outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).